Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Pump passed displacement test, self test and unexpected restart error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump was tested with no unexpected restart and external flash error alarm noted. Pump received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, slightly stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed external flash error alarm. Customer's blood glucose was 546 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.